Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation

Event description:
It was reported that the patient had the artificial urinary sphincter pump replaced due to edema and inflammation in the scrotum as the pump had migrated from patient's hemi-scrotum dependent position almost to his inguinal area. This patient struggled to follow post op instructions with reducing any physical activity. The only issue upon opening up the patient and removing the pump was a descent size air bubble that was in the system. After doing a complete flush of the system it was removed and replaced with a new pump. The patient is expected to fully recover. There is no further information available per account/customer.